Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopy surgery, while the device was being used to cut lung, the surgeon was able to press the green button but the stapler did not fire and the handle was unable to squeeze by the surgeon. There was no patient injury.